Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a safety shield issue with 2 needles. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details the safety device on two needles from a box of bd vacutainer eclipse blood collection needle 21g x 1-1/4 did not close. Sm 368607_2200184 safety shield did not close.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: event occurrence has been updated to 2. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-07-11. H.6. Investigation summary: material #: 368607; lot/batch #: 2200184. Bd received 11 shelf packs of samples and 3 photos for investigation. The photos show the product packaging. Twenty (20) of the customer samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a saftey shield issue. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details the safety device on two needles from a box of bd vacutainer eclipse blood collection needle 21g x 1-1/4 did not close. Sm 368607_2200184 safety shield did not close.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.